Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that after the use of the subject guidewire in the procedure, the wire was removed. When the subject guidewire was being reinserted into the hub of the microcatheter, greenish flakes were coming off the wire onto the table from the proximal part of the guidewire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the guidewire tip had been over shaped. The guidewire was noted to be kinked/bent at 182cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 53.5cm from the proximal end. The core wire distal end was observed through the distal tip dome. Crystalized procedural fluid was present around the distal tip. Hydrophilic coating was hydrated there were no anomalies noted. Functional inspection: not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information indicates there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, it is unknown if the guidewire tip was shaped, the introducer sheath was used with the guidewire during the insertion process, the torque device was used with the guidewire and continuous flush was maintained for the duration of the procedure. It is unknown how tortuous was the patient¿s anatomy. There was no friction/resistance encountered during the procedure. It is unknown which model of microcatheter was used in the procedure. The coating issue was not noticed during preparation. It was noticed after use in the patient, the wire was removed. When it was being inserted into the hub of the microcatheter, flakes were noted on the table. The coating issue was noted on the guidewire at the proximal end. Greenish flakes were coming off the wire onto the table. There was no unanticipated medical procedures/treatments/therapy administered in relation to the alleged event or product malfunction. There was no unanticipated delay or prolongation to any medical procedures/treatments/therapy. Analysis of the returned device found the guidewire tip had been overly shaped. The guidewire was also kinked/bent 182cm from the proximal end. Scraping and peeling of the ptfe was evident in multiple areas to 53.5cm from the proximal end. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with back loading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported ' guidewire ptfe coating peeling' and analyzed ¿guidewire kinked/bent¿ and ¿guidewire ptfe coating peeling¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that after the use of the subject guidewire in the procedure, the wire was removed. When the subject guidewire was being reinserted into the hub of the microcatheter, greenish flakes were coming off the wire onto the table from the proximal part of the guidewire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.